Event description:
After completing a full echo on the first patient I proceeded to the 2nd patient's room. I turned the machine on and the machine would not allow me to access the work list. I turned the machine off and then back on and found that I still could not access the worklist. I typed the patient's name in and completed the 2nd study. After completing the study I tried to end the study and turn the machine off and received a warning that there was no connection to a worklist. I was later told that this means the machine has lost contact with the server. I notified the physician who came to the bedside and reviewed the most recent echo. I was able to bring the machine to the department and recover the images on the 2nd patient. I called and spoke with biomed. It was determined after several calls back and forth and after speaking with ge and the reading physician that we should be able to retrieve the images on the next workday. The machine was placed out of service. The following monday the machine was repaired by biomed; however, the images for both patients were not retrievable.